Manufacturer narrative:
There is no indication that the access hypersensitive htsh device was returned for evaluation. Service was not dispatched as the customer did not question system performance. The customer supplied beckman coulter with the patient's sample for further analysis. The sample was tested neat following centrifugation; the tsh results obtained were below the normal reference range. Beckman coulter investigation could not replicate the customer's results. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The affiliate stated the customer reported false positive thyroid-stimulating hormone (tsh) results involving the access hypersensitive htsh assay used in conjunction with the unicel dxi 800 access immunoassay system. An initial result of 0.010 miu/l was obtained. The sample was reanalyzed, on the same instrument, and generated results of 4.83 and 0.020 miu/l. The patient's sample was also analyzed on an alternate unicel dxi 800 system and generated a result of out-of-range low (orl). The customer stated the result of <0.015 miu/l was released from the laboratory. There was no patient impact associated with this event. The customer then randomly selected 20 samples that were analyzed on the two tsh reagent packs used for the sample in question. Those samples were analyzed on the alternate unicel dxi 800 system and results were concordant between the original and alternate unicel dxi 800 instruments. The customer indicated the patient's sample was collected in 13x100 mm becton dickinson (bd) vacutainer serum separator tube and centrifuged at 3,000 rpm (rotations per minute) for five minutes, at 25 degrees celsius. No sample integrity issues were reported. Analysis of customer-supplied archive data file did not reveal any system issues. The instrument was in normal operation. The customer sent the patient's sample to beckman coulter for further analysis.